Event description:
Suction tip came off andrews suction and became lodged within blood vessel. Aggressive attempts made to remove the suction tip with no success. Surgeon made decision to keep tip within patient to later be removed via ir approach. Procedures 1. Right lower extremity angiogram. 2. Right popliteal artery angioplasty, 6 mm balloon. 3. Right proximal sfa self-expanding stent, 6 x 80. 4. Right sfa endarterectomy with bovine pericardial patch angioplasty. 5. Repair of right profunda femoris vein. 6. Ascending venogram of the right lower extremity and iliac vein. 7. Angioplasty of the right iliac vein. 8. Attempted snare and forceps grasp of embolized foreign body. 9. Retroperitoneal exposure of the right iliac vein. 10. Repair of the right iliac vein and deep pelvic veins. 11. Right iliac vein 20 x 9.5 gore excluder iliac limb prosthesis.